Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose has been low at 49 mg/dl. Customer treated with food and blood glucose went up to 335 mg/dl. Customer was unsure why the low happened and declined to further troubleshoot and wanted to document the incident only.